Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that it is taking the patient longer and longer to charge the ins. The patient said it was very frustrating. The patient said this began maybe within the past 2 weeks. The patient said that the green light is flashing when it shows 100% and it flashes for anywhere between 5-15 minutes until the green light goes solid and shows that the recharge session is done. The patient has noticed this the whole time she has had the ins. The patient confirmed that she is waking up the controller and checking recharge quality very frequently. The patient said if quality ever goes from excellent to good she will readjust the recharger and the quality goes back to excellent. It was reviewed that the ins rounds up while recharging (i.e. 91% will show 100%) and will continue to flash green until the battery truly gets to 100%. The patient indicated she understood and will follow up with the hcp if she continues to have concerns about recharging. No symptoms or further complications were reported. **see pe 702917155 - software problem**

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient took the battery out, waited 10 seconds, and put it back in. The issue was not yet resolved. The patient said it was worse now. The patient said the recharging is running out before the device is recharged. No further complications were reported.